Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming correctly when they were fired onto the vessel. The distal ends of the clips were not together. There was no patient consequence.